Manufacturer narrative:
Device evaluated by MFR: product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. There were multiple bends on the supply line. Functional testing was attempted; however, the device would not prime. During analysis it was noticed that the hypotube was broken 15.5cm from the tip at a severely kinked area. The device could not be functionally tested due to the extreme damage on the device. No pressure reading could be reported. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on the device analysis completed on 02feb2023. It was reported that pump leak occurred. The target lesion was located in the axillary artery of the right upper limb. An angiojet solent omni was used for a thrombectomy procedure. During the procedure, the pump was leaking liquid. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure. However, returned device analysis revealed a hypotube break.